Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and found incorrect item number on rear label. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. Customer complaint of device has the wrong program on it confirmed through power-up test. Replaced the software to correct the issue. Upon further investigation, found upstream occlusion (uso) seal contaminated and the uso seal was replaced. Performed downstream occlusion (dso) /uso sensor calibration. The software was updated and the unit reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that device has the wrong program on it, the event occurred during testing. There was no patient involvement.